Event description:
The customer reported that the pt was scheduled for a 2.5 hours hemodialysis treatment that was started at 07:15. At 10:20, there was an "air in blood" alarm with high venous pressures. The "air in blood" alarm was cleared, but with the high venous pressure, the machine's blood pump would not function. The nurse then tried to manually return the pt's blood. She was unable to return all the blood in the extracorporeal system. The estimated blood loss was 100 ml. It was noted that there was fluid leaking from under the machine that was turned off.